Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The homechoice passed all returned instrument testing evaluation performed. . External & internal inspections were performed which did not reveal any issues. Leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed with no problems encountered. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:34:43. During night drain cycle one, the patient's ultrafiltration reading was 1874ml, indicating the home patient (hp) drained 1874ml more than their maximum programmed fill volume of 2500ml. No additional information is available.